Event description:
Event description cpi received information that this ventak mini patient experienced a shock in sinus rhythm when he rolled over in bed or choughed heavily. The oversensing could not be re-created by manipulating the ICD. Strips recorded at the time of the oversensing confirmed the problem.